Event description:
Caller reported a malfunction on the pump, specifically referencing malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by cts in resetting the pump, and the malfunction code did not recur afterward. Customer was informed to continue using the pump and to call back if any issues reoccur.